Event description:
Boston scientific received information that the patient implanted with this device was presented in the emergency room (ER) after receiving therapy from the device. A remote monitoring system interrogated the device for further evaluation. Technical services was consulted and discussed the interrogation. Atrial fibrillation (af) with rapid ventricular response (rvr) was observed. The device delivered two anti-tachycardia pacing (atp) and six 41 j shocks and therapy was observed to have been exhausted. No out of range measurements were detected. The arrhythmia was resolved through medication changes. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.